Event description:
User allegedly was "receiving high readings on meter. [User] was using the same lancet over and over and said it is very humid where [the user] lived". Customer service sent new control solution and test strips.